Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the user unplugged and inserted image disk 1 to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform exposures. Review of the system log file found an image disk error, and the system cannot find image disk 1. Upon troubleshooting, fse found that the frontal ip-pc image disk 1 cannot be accessed. To resolve the issue, fse reseated the image disk and re-installed the image processing pc (ippc), operation system, and applications. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.